Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. They were trying to get to the sensor status screen when the alarm occurred. The time on the time clock did not advance. They could not escape the button error alarm. The customer's blood glucose level was 121 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had no button error alarm noted. An intermittent button response was noted due to corroded keypad trace. The time advanced properly. The insulin pump was received with cracked display window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker.